Event description:
The user facility reported that the access site began to bleed following placement of the tr band device. Follow-up communication confirmed: (1) the tr band was applied in the normal manner; (2) a "blood leak" was noted shortly after the patient was returned to their room; (3) the bleeding was successfully stopped by astriction; and (4) the patient's condition is reported as "fine."

Manufacturer narrative:
Although an estimated volume was not available, the event description indicates that some blood loss did occur. The involved device was returned to the manufacturing facility in japan for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. There is no indication that the cause of the reported event was related to a device defect or malfunction based on the results of the returned sample evaluation. The labeling does address the potential for such an event in the instructions-for-use with statements such as: (1) "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and (2) "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).